Event description:
As reported: "patient had wound infection. Presented at clinic six weeks post op with poor healing. There was a 2x1cm section of necrotic tissue. Oral antibiotics commenced and referred to plastic team. Admitted for wound washout and split skin graft. Ankle joint aspiration completed on (B)(6) 2017 with no growth on direct culture."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Sterility assurance reviewed sterility documents and noted: the subject device was packaged according to established design and process specifications, and got sterilized according to process. No deviation for a non-conformance could be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "patient had wound infection. Presented at clinic six weeks post op with poor healing. There was a 2x1cm section of necrotic tissue. Oral antibiotics commenced and referred to plastic team. Admitted for wound washout and split skin graft. Ankle joint aspiration completed on (B)(6) 2017 with no growth on direct culture."